Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that the autopulse platform continued to display user advisory 45 (not at "home" position after restart/power-on) messages. The messages could not be cleared by returning the shaft to the proper home position. In addition, customer reported that the lifeband is stuck and is difficult to pull up. No adverse patient sequelae was reported. No further information was provided. Manufacturer has requested additional information; however, no additional information has been obtained.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 12/03/2013 for investigation. Investigation results as follows: the reported complaint of the platform displaying a user advisory (ua) 45 (not at "home" position after power-on/restart) was confirmed during testing of the platform. Per the autopulse resuscitation system model 100 user guide (pn: 12555-001), "the autopulse enters a user advisory state or the fault state when one of several conditions is detected. A user advisory generally indicates that a misalignment or inappropriate movement of the patient or the lifeband has occurred. A fault generally indicates that the autopulse has detected an inappropriate internal condition. Both conditions are typically correctable by the operator. Follow the instructions on the screen and then attempt to restart active operation by pressing the start/continue button." "The autopulse driveshaft has a "home" position that is a point of reference for autopulse operation. If the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position." To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then press restart. Per "warning" indicated in the autopulse resuscitation system model 100 user guide (pn: 12555-001), "removing the band clip when the driveshaft is not at its home position will result in a permanent user advisory (45) that the user will not be able to clear. This may be the case if the lifeband has been cut." "The lifeband should be removed from the driveshaft only from its home position. If the chest bands have been cut it is quite possible that the chest band is still wound onto the driveshaft. Care should be taken to ensure that the bands are fully extended before the cover plate is opened and the band clip is removed." The investigation results indicated that the cause of the observed problem was a defective encoder gearbox. Following service of the platform, including replacement of the encoder gearbox, the device passed all testing criteria.